Event description:
On (B)(6) 2010, patient's mother reported her son was admitted to the hospital on (B)(6) 2010. Mother stated she thinks this was due to the infusion set luer being cracked and insulin was leaking. Mother reported the patient went to bed on (B)(6) 2010 around 10:00 pm. Mother stated the patient awoke in the early hours of the morning, and went to the bathroom. Mother reported patient felt dizzy and felt his heart was beating very fast. Mother stated the patient returned to bed and went to sleep and awoke again around 9:30 am on the morning of (B)(6) 2010. Mother reported the patient stated his heart felt as if it was beating very fast and he felt dizzy. Mother stated the patient looked pale, and she called and was connected with a nurse. Mother reported the nurse suggested the mother take the patient to the emergency department; patient was admitted around 11:00 am. Mother stated her son was dehydrated, was given water to drink and then vomited; patient was then placed on a drip and given 2 bags of fluid. Mother reported she was advised by the hcp to change the cannula on the infusion device. Mother stated she did change the cannula but did not change the infusion tubing or luer. Mother reported there were no error messages showing on the infusion device. Mother stated the hospital tested the patient's blood glucose on his own meter with results between 26-28 mmol/l (468-504 mg/dl). Mother reported the hospital informed her that the patient had ketones present. Mother stated she then noticed that insulin was on her fingers when she touched the infusion device and that insulin seemed to be leaking from the luer attached to the infusion tubing line. Mother reported upon further investigation she noticed that the luer was cracked. Mother stated she changed the infusion tubing and luer; no further leakage occurred. Mother reported the patient was admitted to the hospital emergency department and was released 7-8 hours later. Mother stated the device is with her son at school and he is currently well. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.